Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received confirming the fractured leads were explanted and replaced on (B)(6) 2021. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02317: it was reported that patient experienced the stimulation decreases by itself. Reprogramming was unsuccessful. X-rays showed that both of the leads was fractured. Surgical intervention may take place to address the issue.